Event description:
When assisting the pt to turn in bed, her peripherally-inserted central catheter (PICC) separted from the hub connection point. The nurse assisting, held the end of the catheter and summoned help. The PICC was discontinued without difficulty.